Event description:
This pt offered no complaints pre-treatment. Bs 98.2-80- 190/70 sitting 182/70 standing. Two hrs into the treatment the pt complained of mid sternal chest pain. Blood flow down to 30cc ntg taken x without relief. Bp 134/80. 2nd ntg taken without relief bp 140/70 pulse 7. Blood returned to pt per dr'.'s orders. 3rd ntg taken with some relieef. Pre hct 33.2. EKG taken with no changes noted from previous EKG per dr. Dialysis discontinued and blood returned to the pt.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.